Event description:
During the procedure, the surgeon believed the picture on the monitor was "fuzzy, unclear and color off." The resident also felt the picture was unclear. The tech and circulator thought the picture looked ok to them. Despite the staff's opinion, the surgeon proceeded with a conversion to an open procedure and the equipment-camera and light cord- were pulled out of service for inspection. There was no injury to the patient.